Manufacturer narrative:
Patient city: sainte-catherine-de-hatley. Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced tape not sticking event in which infusion set fell off from insertion site and there was no adverse event on 04-march-2026.